Event description:
During the procedure, the surgeon broke a 2.0mm cannulated drill bit/qc. All pieces were retrieved and the procedure was completed.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.